Event description:
It was reported by service report that the cot has difficulty rising. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Retainer and height adjustment racks.